Manufacturer narrative:
Visual inspection: during the investigation, discoloration on the outer housing of the progav2.0 was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates not within the acceptable tolerance in the horizontal position. An accelerated outflow was determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found in progav 2.0. Result: according to the investigation results, a non-adjustability and an accelerated outflow were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as # 3004721439-2025-00085.

Event description:
It was reported that an m.blue plus (#fx804t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.